Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. The event day and event month was unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The sales rep informed doctor that the hospital has been purchasing the harh36 from unauthorized distributors and hospital hasn't purchased that code from ethicon since jan 2018.

Event description:
It was reported that during a lsh procedure the doctor stated the white pad on the harh36 came off in the patient. The doctor was concerned since he had switched away from using the reprocessed devices the hospital had been purchasing to the plus seven device. It is unknown how the procedure was completed. There was no patient consequence.